Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a lap sigma procedure, instrument did not staple properly. The staples were not properly formed. They were not b-shaped. The device delivered all staples, staple line was complete, device did cut, and the cut line was complete. Cut line was also not irregular and there was no difficulty opening the device. There was no adverse consequence for the patient.